Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr) which resulted in therapy exhaustion. The counters indicated six shocks; however, the field representative was only able to locate one episode with five shocks. Boston scientific technical services (ts) was contacted regarding this issue and indicated that there is most likely another episode in which a shock was delivered and suggested reviewing the conversion summary and the logbook. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information received from the field representative indicates that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. No adverse patient effects were reported.